Event description:
Additional information was received that noise and oversensing was observed and resulted in the reported pacing inhibition.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) lead experienced syncope. An initial device check noted no anomalies, however, a few hours later, pacing inhibition was noted and resulted in asystole for up to 7 seconds. The patient is pacemaker dependent. Boston scientific technical services (ts) discussed troubleshooting options. An invasive procedure was performed. The crt-d was explanted and replaced and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.